Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site. The reported condition was confirmed as an f-38 failure via the alarm log. The cause was due the force sensing resistors (fsrs) being out of range. To correct the issue the fsrs were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.